Manufacturer narrative:
A system log review cannot be performed because the system logs are not available.

Event description:
It was reported that after an ion transbronchial lung biopsy procedure, the patient had developed a pneumothorax requiring a chest tube. Bilateral biopsies were performed, and the patient developed a pneumothorax in the right upper lobe that required a chest tube. The patient was reported as doing fine. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred, and it is unknown if the event is related to the ion procedure. Intuitive surgical inc. (Isi) has made multiple attempts to obtain additional information; however, as of the date of this report, no new information has been obtained.